Event description:
Restenosis occurred in a patient who had previously been implanted with three vision stents fourteen (14) days prior and they were reopened with balloons. Reportedly the patient died; however, exact date of patient's death is unknown, and the physician does not feel the stents were at fault. The surgeon, because of advancement of the disease, refused the patient as a surgical candidate. The only alternative the physician felt for the patient was medical intervention of the restenosis.